Event description:
It was reported while working on the femoral stem, scrub tech and surgeon noticed that same wear appeared on packaging. Surgeon wanted to see outer packaging of second implant and noticed same wear issues.

Manufacturer narrative:
This is the same pt/event as MFR# 9610726-2009-00070.